Event description:
It was reported that the pump was beeping in occlusion. There was unknown patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found a high number of "high alarm displayed: downstream occlusion" reports, which point to a faulty downstream occlusion (dso) sensor. Functional testing could not duplicate the reported issue. The investigation determined the cause is likely a malfunctioning dso sensor. The dso sensor was replaced.